Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose and also had compromised force sensor system alert. The customer¿s blood glucose level was 37 mg/dl and 289 mg/dl. The customer was treated with carbohydrates. The customer stated that they had received critical pump error during rewind. The customer declined troubleshooting for high blood glucose. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to moisture damage on force sensor resistance. No motor error alarm noted. The motor was tested outside of the device and passed.